Event description:
The surgeon reported a small posterior capsule tear occurred during I/a polishing. The surgeon suspects a burr on the I/a tip. Additional info on the event and pt status was requested.

Manufacturer narrative:
The customer is sending a sample for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).